Event description:
The customer reported the battery does not hold a charge. A review of the device error log during investigation found n56 (replace battery) and n252 (depleted battery) alarms. The device displayed a depleted battery message during power up and the battery icon showed empty. The device was connected to ac and a message to keep the device plugged into ac was displayed. The device passed a self-test on ac. When ac was disconnected, the device displayed a depleted battery message and powered off. The device was connected to ac and the battery was left to charge. The device failed to charge battery. The change battery option was keyed and the device was left on ac. A 3 hour run in was completed and the device passed testing. The complaint was confirmed and the probable cause is a combination of a depleted battery and change battery option not keyed which has been determined to be associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.